Event description:
Livanova deutschland received a report about heater-cooler system 3t tested positive to pseudomonas oleovorans bacteria. The post-cleaning sample showed no microbiological growth. There was no patient impact.

Manufacturer narrative:
A1-a5 patient information was not provided. H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11 livanova deutschland manufactures the heater cooler 3t system, the event occurred in united states. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.